Event description:
It was reported that during implant, the lead had high threshold. The lead was removed and replaced with another lead. The replacement lead was attempted, but also resulted in high threshold. The second lead was removed and was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.